Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking while energy was on but not being pressed. The device stayed ¿on¿ and wouldn¿t shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was slightly flexed away from the center of the hot jaw, but remained attached at the tip and base. An electrical evaluation was conducted. The jaws were cleaned and a pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaints "device remains activated", ¿self activation or keying", and ¿smoking" were unable to be confirmed, but confirmed the analyzed failure mode ¿bent; wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking while energy was on but not being pressed. The device stayed ¿on¿ and wouldn¿t shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Resubmitting f/u 3 as f/u 2 per FDA request. Original date received by manufacturer: 04/27/2018 updated sections: b-4,g-3, g-6, h-2, h-11. Internal complaint number: tw#: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking while energy was on but not being pressed. The device stayed ¿on¿ and wouldn¿t shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-6, h-10. Internal complaint number: tw#: (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was smoking while energy was on but not being pressed. The device stayed ¿on¿ and wouldn¿t shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.